Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector during visual inspect. The device was unable to perform all functional testing including the displacement, operating currents, a 21 error test, rewind, basic occlusion, occlusion, prime test, a33 test and excessive no delivery test. The device was unable to verify the audio anomaly and vibrate anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a vibrate anomaly. The customer¿s blood glucose level was 5.4 mmol/l. The customer was assisted with troubleshoot. Customer was assisted in performing a self test and pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.